Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse visited the customer's multiple times to perform service. The following is a summary of their service. The cse decontaminated and cleaned the instrument, replaced the kit acid probe tubing, kit base probe, kit separation manifold, 4 pinch valves, performed calibration on ancillary reagent, replaced ancillary reagent compartment and replaced ancillary diluter. The cse then decontaminated the instrument with peroxide. The cse replaced the acid pump, acid valve, acid probe, base probe, all tubing from pinch valves, photon counter pcb (printed circuit board), valves 66 and 67, reservoir connector for acid and base reservoir and all tubing from the acid and bas reservoir to their probes. Siemens is investigating the issue.

Event description:
Discordant, falsely positive hepatitis b surface antigen (hbsagii) results were obtained on patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The same samples were tested on the same advia centaur xp instrument twice, resulting negative. The customer reported repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely positive hepatitis b surface antigen results.

Manufacturer narrative:
The initial MDR 2432235-2016-00554 was filed on september 16, 2016. Additional information (09/26/2016): a siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced valve 78. The cse then ran 100 negative samples and all were within the expected range. A siemens headquarters support center (hsc) specialist reviewed the data supplied. Hsc cannot determine the cause of the discordant, (B)(6) surface antigen results. The instrument is performing according to specifications. No further evaluation of the device is required.